Event description:
The customer called to report that she experienced high blood glucose for the past three days. Troubleshooting was performed and the insulin pump failed the leadscrew test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.